Event description:
False negative urine hcg.

Manufacturer narrative:
Retention device testing. Summary of results: the retention devices meet qc specification. Correct positive results were observe when tested with 20miu/ml hcg urine control at 3 minutes read time. The 100miu/ml and 208.99iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Probably root cause: urine sample will be influenced by many factors, such as take in too much water before the test. Thus, a false negative result will be obtained if the levels of hcg is below the cut-off of the test. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. Conclusion: the retention devices meet qc specification. No false negative result was observed. So this complaint is not confirmed.